Manufacturer narrative:
Based on the information available and the repair work conducted, the cause of the reported problem was most likely related to the patient coming in contact with the bore seal. The bore seal was replaced 2 days prior to the incident because it had become detached. Unfortunately philips was only informed about the patient incident 12 days after the event when the customer reported that the bore seal was damaged again. The bore seal was then replaced for the 2nd time together with the bore cover to which it is attached. As there is no evidence of the condition of the bore seal at the time of the event we can only hypothesize about a potential cause of the injury. However, given the recent issues with the bore seal at this system and previous investigations conducted we conclude that the most likely cause of the patient injury is some form of damage or misalignment of the bore seal at the time of the event. Remedial action: a field action was initiated under 2023-pd-mr-013. A field safety notification was sent to the customers informing them about this potential issue. A field correction is scheduled to be released in q4-2024.

Event description:
Philips received a report that a patient suffered lacerations to his arm after coming into contact with the inside of the bore. The patient required treatment. The point of contact was the bore seal.